Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.

Event description:
The customer reported the device not booting up. There was no reported patient involvement.